Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, the customer was disconnecting at the t:lock. Tandem technical support informed the customer that disconnecting at the t:lock was off label per the tandem user guide. Customer performed a supply change to address the issue. Customer¿s blood glucose level was 239 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. Device not returned.